Event description:
Customer reported she has been receiving no delivery alarms during basal delivery for the past 3 to 4 days and she is treating with bolus dose. Customer has tried different cannula lengths, insulin is not expired or denatured, she does rotate sites to avoid scar tissue and uses serter to inset the infusion set. Customer states she has troubleshoot in the past and has tried all remedies. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.